Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer catheter rupture. The patient was implanted with catheter on (B)(6) 2023 and scheduled to be extubated on (B)(6) 2024. No other information was provided.

Event description:
It was reported by the customer catheter rupture. The patient was implanted with catheter on february 2, 2023 and scheduled to be extubated on january 19, 2024. No other information was provided.additional information received: it was stated partial break. The patient developed exudation during infusion, and his right arm was swollen. Although exudation occurred, no irritant was infused. No chemotherapy drugs were used, and regular fluids were used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue catheter. Abundant use residue was observed throughout the catheter. The catheter shaft was broken into two segments between the 20cm and 21cm depth marking. Microscopic inspection of the break revealed a mostly flat, granular surface. A hard, white substance was coated on the catheter shaft. The features of the break surface were consistent tensile failure. Such damage can occur during device manipulation or removal of the catheter. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer catheter rupture. The patient was implanted with catheter on (B)(6) 2023 and scheduled to be extubated on (B)(6) 2024. No other information was provided. Additional information received: it was stated partial break. The patient developed exudation during infusion, and his right arm was swollen. Although exudation occurred, no irritant was infused. No chemotherapy drugs were used, and regular fluids were used.